Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet. Additionally, the battery gauge was intermittently observed to be fluctuating at the times of the power source alert events. The customer's blood glucose (bg) level was 96 mg/dl at time of report. Bg level at time of past issue was reportedly "within range". Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source using the same charging supplies. The customer would continue to use the pump for insulin therapy.